Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that solution leaked from a bd pegasus¿ bl, during infusion. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Investigation of the returned sample revealed a small split along the catheter. The batch record also was reviewed, no related abnormalities were found. Investigation conclusion: the most likely cause of this failure mode is an abnormality in the raw material used to construct the device.